Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that a biometry system has improper readings. The timing of the event and patient impact are unknown. Additional information has been requested but none as been received.

Manufacturer narrative:
Additional information: the system was examined and the reported event was confirmed, as the positioning was incorrect by the user. The company representative instructed the customer on proper use and tested the system. The system was found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 13, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the user error by not having the probe positioned correctly. (B)(4).